Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the pump module did not alarm air-in-line despite of having air bubbles in the tubing. It was noted that the patient was receiving normal saline 75ml/hr continuous infusion and the air bubbles were seen infusing along with fluid. The tubing's portion of air bubbles was approximately 30% and air-in-line alarm was not triggered. The hospital's clinical engineers conducted an internal investigation and it was found that the air-in-line alarm is configured to be triggered by a bolus of 250ul. The accumulated air-in-line option is enabled. However, the air-in0line alarm was not being triggered by a 250ul bolus nor by 2000ul of accumulated air. A 400ul bolus triggered the air-in-line alarm. There was patient involvement but no patient harm.

Event description:
It was reported that the pump module did not alarm air-in-line despite of having air bubbles in the tubing. It was noted that the patient was receiving normal saline 75ml/hr continuous infusion and the air bubbles were seen infusing along with fluid. The tubing's portion of air bubbles was approximately 30% and air-in-line alarm was not triggered. The hospital's clinical engineers conducted an internal investigation and it was found that the air-in-line alarm is configured to be triggered by a bolus of 250ul. The accumulated air-in-line option is enabled. However, the air-in0line alarm was not being triggered by a 250ul bolus nor by 2000ul of accumulated air. A 400ul bolus triggered the air-in-line alarm. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit : a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible, b17 - device not returned, c20 - no findings available and d15 - cause not established. Additional information : device return to manuf .?, device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d and g codes and manufacturer narrative. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. H3 other text : not applicable. Device evaluated by bd.